Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. A review of the event history log identified an immunoglobulin programmed for 1 hour and 40 minutes, while the previous immunoglobulin infusion on the reported date was programmed for 4 hours. The infusion alarmed syringe empty which does not mean the infusion completed, but that the syringe volume was depleted. The pump allows the user to change the syringe per the operational manual. During functional testing, the reported over-infusion issue was not reproduced; a flow accuracy test was performed and the device met specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not reproduced during testing; however, there is evidence of programming updates in the log. The cause of the condition could not be determined; however, potential cause may be due to user mis-programming the device. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump over-infused during patient infusion. The expected infusion time was 4 hours; however, the actual infusion completed in 1 hour and 15 minutes. The pump was set up for an infusion of immunoglobulin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.